Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the most probable cause of the corrosion on the forceps elevator and worn adhesive at the distal end is traced to expected or random component failure without any design or manufacturing issue due to degradation. However, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the duodenovideoscope for an annual preventative maintenance, with no reported complaint. However, during the evaluation of the device, corrosion was found at the distal end cover, in addition, wear of the adhesive around the objective lens was observed. There was no patient involvement.